Event description:
Patient self tester called alleging discrepant low inratio value. (B)(6) 2015: inratio 1.7, lab 2.8, <15 minutes between tests. (B)(6) 2015: inratio 2.0. Patient's therapeutic range 2.5 - 3.0. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.